Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture and incorrect fixation of lead with permanent sewing thread. The rv lead was explanted and replaced. It was also reported that the device was removed and replaced due to possible early battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #(B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found. The device met 40% of the expected longevity, however, the battery voltage at the time of explant was 3.04 volts. Concomitant products: 693565 implantable defib lead 2010 (B)(6). (B)(4).